Event description:
When verifying anastomosis, the anastomosis fell apart revealing malformed staples which were improperly formed. Failed anastomosis section was resected and anastomosis performed with another device.